Event description:
It was reported the xenon light source received a b30 error code. The issue occurred during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d8 of the initial report. See d8 for further details. This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus, and based on the results of the investigation, olympus could not reproduce the reported b30 malfunction. Olympus will continue to monitor the field performance of this device.